Event description:
It was reported that during a stent placement procedure, the device catheter was fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. A system compatible 6f introducer was in use. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.' The instructions for use further state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used.' H10: d4 (expiry date: 10/2022), g3 h11: e3, h6 (device, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during a stent placement procedure, the device catheter allegedly fractured. There was no reported patient injury.